Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced error code err67 on their display. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed; firmware errors (err67, err126, err214) were observed. No antenna in the activity log was found. The reported event of patient experienced error code err67 on their display could not be determined. A root cause could not be determined.